Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure. 45 years old and male date and name of index surgical procedure. (B)(4). The diagnosis and indication for the index surgical procedure? Repair of middle finger with stump tip on what tissue was the suture used? Unk what were current symptoms following the index surgical procedure? Stitch on tissue became red swollen and suture knot became black what was the onset date, time from the index surgery? The issue was found just the next day after surgery was medical intervention required to treat the patient condition? Results? Use medicine and detailed medicine information is unknown if applicable, will product be returned, return date, tracking information. No what is physician¿s opinion as to the etiology of or contributing factors to this event. Suture what is the patient's current status? Stable

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the reported event: was the patient¿s eye red and swollen? Please describe the patient issue. Was there a deficiency with the suture? Is yes please describe.

Event description:
It was reported that the patient underwent unknown procedure on unknown date and suture was used. The patient experienced red and swelling. The eye of the needle was red and swollen and it¿s color was black. The patient was treated with medicine with no improvement. The patient was treated by clear part of sutures. Additional information has been requested.